Manufacturer narrative:
B3- date of event: used the first day of the month based on the aware date as no information was available. D6a - implant date: used the first day of the month based on the aware date as no information was available.

Event description:
It was reported that a balloon rupture occurred while treating in-stent restenosis occurred. The 95% stenosed target lesion was an area of in-stent restenosis (isr) located in the mild tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) fg sterling mr balloon catheter was used to dilate a previously implanted eluvia drug-eluting stent. During the procedure, the balloon ruptured on second inflation at 8 atmospheres for 30 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.